Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was 49 mg/dl at the time of the incident. The customer¿s current blood glucose is 184mg/dl. The customer declined to troubleshoot the low blood glucose any further. The customer reported that she went to reinsert her sensor last night and it was not finding the transmitter so she changed it and it picked up and is now not letting her calibrate. Customer stated that she was monitoring her blood glucose and went to calibrate and it gave calibration not accepted and change sensor. Customer stated that she put on a sensor and it said it couldn't find the sensor signal. The insulin pump will not be returned for analysis.